Event description:
A customer reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, including unplugging the pump and using a known functioning cable, which eventually turned the pump screen back on. The issue was traced to a faulty cable, and the customer was able to charge the pump using a third-party cable. Technical support sent a replacement cable, and the pump was confirmed to be functioning correctly.